Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by abdominal cramping pain, nausea, and cloudy fluid. The breach in aseptic technique was further described as due to poor eyesight, the patient did not realize the cap was off the patient line and ¿went ahead and performed therapy¿. It was reported the patient was not hospitalized for the peritonitis event. The same day as diagnosis, the patient was treated with intraperitoneal (ip) ceftazidime (1g, every day, discontinued) and ip vancomycin (30mg/kg, every seven days for two weeks, discontinued). Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. It was reported 36 days after the event onset, the patient experienced recurrent peritonitis manifested by cloudy fluid. The same day the patient was treated with ip ceftazidime (1g, every day, duration not reported) and ip vancomycin (30mg/kg, every seven days for two weeks). It was reported the patient was recovered from the peritonitis event (unknown date). Pd therapy was ongoing. No additional information is available.